Event description:
A report was received that one column of the patients lead was not working. Device malfunction was suspected by the physician. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-8216-70/644727 device evaluation indicated that the complaint has been confirmed. Visual inspection of the lead found that the lead proximal end is fractured between contacts # 2 and 3. There are no exposed cables at the fractured portion of the proximal end. Review of the device history records revealed no anomalies when the lead was manufactured.

Event description:
A report was received that one column of the patients lead was not working. Device malfunction was suspected by the physician. The patient underwent an explant procedure.